Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video observed fluid inside a bag that contained the device indicating a leak. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaked on a large volume infusor during filling. The location of the leak was not specified. There was no patient involvement. No additional information is available.